Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Batch # unk. The device was disposed of and will not be returned.

Event description:
It was reported by the sales rep that during a hand assisted sigmoid resection procedure, during side-to-side anastomosis in the procedure, the tlc75 with fresh reload did not deploy any staples, cut only. According to the facility contact and (B)(4), the same stapler was used to complete the case with new reloads from the same lot number. Stapler appeared to work as intended on subsequent firings, but one of the reloads failed. There were no patient consequences reported. One device will remain at the hospital for risk report before returning.